Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to malpositioning of femoral and tibial components and tibial loosening. All components were removed and a total knee system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05244 / 05245).

Manufacturer narrative:
This follow-up report is being filed to corrected information and to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05244 / 05245). Not returned by patient.